Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit could not provide power normally.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged housing and patient cables the reported event of the mobile power unit (mpu) not functioning as intended was confirmed. The mpu (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested on 11oct2023. The mpu was connected to ac power and the yellow wrench indicator flashed 3 times before powering on. The mpu then went through the intended boot up sequence, was connected to a mock loop and ran for several days without any issues or alarms activating. The alarm was unable to be reproduced again throughout the extended duration while connected to the mock loop. The power supply printed circuit board (pcb) was replaced and the mpu passed functional testing. The replaced pcb was forwarded to the product performance engineering (ppe) lab for further analysis. The returned pcb was inserted into a test mpu and powered on. A yellow wrench alarm became active after booting up. While performing circuit analysis on the pcb, the yellow wrench alarm cleared. The mpu was connected and disconnected from ac power several times before being connected to a mock loop and test system controller. The mpu was ran for an extended duration on the mock loop; however, the alarm was unable to be reproduced again. No further testing was performed. The root cause for the reported event was determined to be due to an electrically compromised power supply pcb; however, the root cause for the compromise was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order, (B)(4) was shipped on (B)(6) 2018. Heartmate 3 instructions for use (rev. G) section 2 entitled ¿system operations¿ and heartmate 3 patient handbook (rev. G) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate 3 instructions for use (rev. G) section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that system controller alerted this issue to the patient. The pump was continually working with the support of backup battery of the system controller. Then the patient used the 14 volt batteries to replace the mpu for the power support and kept the pump working. The patient went to the hospital, and another mpu was used for the replacement. The pump operation was not interrupted during this event. There is no adverse consequence to this patient.